Manufacturer narrative:
Physio-control evaluated the device and observed that the charge-pak, attention, and service wrench icons were all illuminated and that it would not power up with a new charge-pak battery charger. The customer declined any further service from physio-control, testing was stopped, and the device red-tagged (do not use) and returned to the customer.

Event description:
Found during routine inspection, customer called and reported that the device's charge-pak, attention, and service wrench icons were all illuminated and that it would not power up with new charge-pak battery charger. There was no patient associated with the report.